Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2019. The patient tolerated the procedure well throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for routine follow-up, undersensing was observed on the right atrial lead. A chest x-ray revealed that the atrial lead was dislodged. The patient is not pacer dependent on the atrial lead. Lead revision was discussed, but no intervention was performed. The patient was stable and will continue to be monitored.